Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device is unavailable for return.

Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 248 mg/dl and 128 mg/dl; and 353 mg/dl and 144 mg/dl. No death or serious injury reported. Requested return of suspect device and replacement was sent.